Event description:
The customer reported that following use of this handpiece with wire driver attachment to perform a closed reduction of the left forearm, the patient sustained a burn. The size of the burn to the left forearm was described as 2cm. The user also reported that during insertion of the wire, the surgeon observed that it was spinning inside the attachment. Following use, the surgeon handed the attachment and handpiece to the scrub technician, who noted the handpiece was extremely hot. The patient's forearm was inspected and the burn detected. The surgeon treated the burn with silvadene cream and applied a dressing. No additional intervention was required.

Manufacturer narrative:
An investigation of this device remains in process. A follow-up report will be sent upon completion of the investigation. Associated MDR report: 1017294-2010-00064.